Event description:
Approximately 2 1/2 hours into dialysis treatment the patient experienced a seizure and expired. The patient had a history of seizures, and had had seizures during dialysis in the past. There were no reported alarms or malfunctions with the device. The patient was a "do not resuscitate".

Manufacturer narrative:
Biological tests were also performed on reserve samples from the same lot of product. These tests included: pyrogen, systemic injection, intracutaneous reaction, implantation and hemolysis. Results: device passed visual inspection and all biological tests reported results within the acceptance criteria. Please reference attached investigation report.